Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated (blown), contaminating the unit, and causing low o2, which confirmed the original complaint issue. However, there was no indication of a failure of the lights to function.

Event description:
Dealer is stating that the unit has low o2, no lights.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has low o2, no lights.